Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient's daughter advised the rash was from the electrodes and therapy pads. The daughter believes the patient is allergic to nickel. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's doctor suggested removing the lifevest to allow irritated areas to heal. The doctor also suggested using vaseline. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.